Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error (se) 2267 (air in line) alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 not in event log. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.